Event description:
The technician alleged that the head of the bed will not go up and also the head hi/low will not go up. No pt impact.

Manufacturer narrative:
The technician replaced the head up and head hi/low up valve solenoids to resolve the issue.